Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 99% stenotic lesion was located in the average tortuous and severely calcified distal right coronary artery. The physician advanced the 1.5x15mm apex push balloon catheter to the lesion and attempted to inflate it, but it ruptured as soon as the inflation was started. There were no patient complications. The device was removed intact. The procedure was successfully completed with a different device. Patient status is reported as "good". This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedure factors encountered during the procedure.